Manufacturer narrative:
Batch review performed on 09 october 2018 lot 172585: (B)(4) items manufactured and released on 12 october 2017. Expiration date: 2022-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
While performing the final tightening of the screw, the head of the inner screw broke off. The surgeon was able to recover it. The surgery was completed successfully and without delay.